Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a decubitus ulcer at the implant site. Subsequently, the implant extruded through the skinflap. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient as of the date of this report, may 4th, 2015.

Manufacturer narrative:
The report is filed october 29th, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The report is filed october 22, 2015